Manufacturer narrative:
No further information was able to be obtained from this customer. However, the phaco handpiece was returned for evaluation. The handpiece was manufactured on october 23, 2015. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample revealed no visual nonconformities. The sample was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The stroke test found the handpiece to meet alcon specifications. Root cause the handpiece was found to meet specifications. Therefore, the root cause of the reported event of no phaco power cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens implant procedure the handpiece presented with no ultrasound. The handpiece did pass prime/tune. The handpiece did not come into contact with the patient. The case was completed using an alternate handpiece. There was no patient harm reported. Additional information has been requested and received.